Event description:
Same case as MFR#: 2134265-2013-02129 and 2134265-2013-02131. It was reported that during an unspecified procedure, the motor drive unit was unable to perform pullback. The target lesion was located in an unspecified artery. The physician attempted pullback, but the motor drive unit was unable to perform pullback. No error messages were displayed. The event occurred outside the patient and there were no patient complications reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).